Manufacturer narrative:
Block h6: imdrf device problem code a0401 captures the reportable investigation finding of a basket detached/separated. Block h10: the returned zero tip basket was analyzed, and a visual inspection observed that the sheath was bent/kinked at distal section. Under magnification, it was observed the sheath wavy. A functional test was performed, the handle was actuated, and the basket did not extend out of the sheath, indicating that the basket detached from the device. The unit was disassembled, and it was confirmed that the basket assembly was detached from the drive wire. The reported event was confirmed. Based on all the information available, it is most likely that procedural or anatomical factors encountered during its use can lead to bend/kink the sheath, also handling and manipulation of the device during procedure can contribute to bent/kink the sheath. The manufacturing procedure involves thorough inspections, including confirming the handle slide is slid to open position, then it is slid to closed position and finally it is slid to open position, and it is confirmed basket legs are not crossed, additionally the devices are inspected in order to confirm sheath is free of kinks in straight configuration by running fingers along its length, if sheath is kinked the part is scrapped. Therefore, the most probable root cause is "adverse event related to procedure." However, in this case, the cause of the detached basket couldn't be definitively determined, and that the device was received already open, it is not possible to ascertain the definitive cause of failure, also there are several controls along the production line are focused on the shape and integrity of the device, especially the last stations in which the device is actuated, therefore the defect would have been detected, it was concluded that the investigation conclusion code of this event will be documented as " cause not established".

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the ureter on a flexible ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, the basket's end broke off within the ureter during the procedure. Another zero tip basket was used to complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of basket wire detached/separated. Please see block h10 for full investigation details.